Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Analyst commented, no lead performance anomalies found on save to disk.

Event description:
It was reported that during use an atrial lead dislodged occurred. It was also reported that pacing failure was detected on the electrogram (egm), and increased pacing threshold was noted. Device mode setting was changed, and the atrial lead function was set as off. The patient was monitored, and the pacing threshold returned to stable condition. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.